Event description:
It was reported by service report that the fowler is drifting down when weight is applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, gas spring trip.